Event description:
Facility reported one hour and twenty minutes into the treatment, the machine alarmed for low venous pressure. The venous line had become separated from the ashsplit catheter (implanted 6 months ago). Estimated blood loss 2000cc. The pt was placed in trendelenburg position and given 500cc of saline. CPR was administered with positive results. The pt was transported to the hosp. The pt subsequently expired in the ER. The sample was discarded by the user. Medwatch filed.